Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s squirted insulin when priming, batteries going quicker screen was definitely looking ruff, screen had taken a lot of blows to it but can see through it, tiny top layer crack in screen but did not go all the way through, been getting a lot of unexplained no insulin delivery alarms and the only way to get it to give insulin again was by changing whole set out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.